Event description:
It was reported that during a da vinci s gynecological procedure, the site experienced system error #212 during system homing. The site attempted to override the fault without success. With the assistance of an isi technical support engineer (tse), the site powered down the system, reset the breaker and emergency powered off the system before exercising the right master tool manipulator (mtmr) through its range of motion. The system was then powered on and the fault reoccurred prior to homing. The troubleshooting steps were repeated without change. The procedure had been underway for approximately 1.5 hours when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #212 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarms (system generated fault code) functioned as designed and there was no injury to the pt. System error code #212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety system puts da vinci in a "recoverable safe state". The mtmr was returned to isi for evaluation. Engineering was able to confirm the occurrence of system error code #212, thus confirming the reported failure mode experienced by the customer. The mtmr axis 3 potentiometer, the motor/encoder assembly, and the motor harness were replaced. As of july 30, 2009, there have been no reported recurrences of the issue at this hospital.